Manufacturer narrative:
All available information was investigated and the returned device analysis could not replicate the reported difficult to remove, difficult positioning and positioning failure during returned device analysis; however, the reported gripper actuation could not be confirmed during testing as the device functioned as intended. Returned device analysis noted deformation of the gripper line due to compressive stress, material deformation of the harness, l-lock tab break and frayed lock line. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported positioning failure, difficult positioning, poor image resolution and difficult to remove were an outcome of challenging patient anatomical condition. The reported difficult gripper actuation was a cascading event of difficult to remove as multiple gripper actuation attempts were made to free the clip. The observed deformation of the gripper line due to compressive stress, material deformation of the harness, l-lock tab break and frayed lock line were an outcome of procedural circumstance/troubleshooting steps. The reported tissue injury was an outcome of the difficult gripper actuation. The reported unexpected intervention appears to be due a result of case specific circumstance as one additional clip was implanted treating the tissue damage and reducing mitral regurgitation to grade 1. It should be noted that patient effect of unspecified tissue injury is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. B1, b2, h1: updated. H6: medical device problem codes added; clinical code 4582 removed; clinical code 4559 added; impact code 2199 removed; impact code 4641 added.

Event description:
Subsequent to the previously filed report, the following revised description of the event was provided: it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. There was difficulties with visualization due to the patient anatomy. The patient had a bmi greater that 45 and under severe conditions, groin access and septal puncture could be performed. Due to an enlarged atrium, control of the clip delivery system (cds) was limited and the puncture height was not optimal. Grasping was performed but was difficult. And there was difficulty to position the cds due to the puncture height, and the clip submerged in to the valve. Before the clip was opened, it got caught on the posterior leaflet. The physician opened the clip, the grippers were raised and lowered. After the clip was freed, the physician tried to grasp the leaflets, but the posterior gripper did not come down. Troubleshooting was performed with no success and it was noted that a chordal rupture had occurred. The clip was changed for a new clip. The new clip was implanted, treating the tissue damage and reducing mr to 1. Although, there was a procedure delay; there was no adverse patient sequela due to the delay. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip got caught on the leaflet and gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The patient had a bmi greater that 45 and under severe conditions, groin access and septal puncture could be performed. Due to an enlarged atrium, control of the clip delivery system (cds) was limited and the puncture height was not optimal. After the clip was aligned, it submerged in the valve. Before the clip was opened, it got caught on the posterior leaflet. The physician opened the clip, the grippers were raised and lowered. After the clip was freed, the physician tried to grasp the leaflets, but the posterior gripper did not come down. Troubleshooting was performed with no success. The clip was changed for a new clip. One clip was implanted, reducing mr to 1. No additional information was provided.